Event description:
It was reported that the flow transducer test during pre-use check failed and that alarms for o2 concentration low were generated in ventilation mode. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse) and an air gas module was replaced and returned for investigation. The returned oxygen gas module which regulates the inspiratory oxygen gas flow to the patient has been investigated. During test in a reference ventilator it was failing the pre-use check in the subtest ¿flow transducer test¿. The test log from the pre-use check shows that the oxygen gas module would deliver less oxygen gas to the patient leading to a lower oxygen concentration than expected. The tests also revealed that the ventilator was not able to measure a correct value of the supply gas pressure. The failures were caused by a defective high pressure transducer on a printed circuit board inside the gas module. The supply pressure transducer is part of the flow measuring in the gas module. The failure of the supply pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The received device logs confirm the reported event. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc. 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Manufacturer ref #: (B)(4).